Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the freestyle libre 2 reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion and as a result, experienced "seasickness" and was unable to self-treat, requiring hcp administration of oral glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The returned reader was investigated. The reader was visually inspected and observed damaged usb port. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. The usb/charging cable was visually inspected and no issues were observed. The reader was de-cased and placed into the reader test fixture to download log. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the freestyle libre 2 reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion and as a result, experienced "seasickness" and was unable to self-treat, requiring hcp administration of oral glucose. There was no report of death or permanent impairment associated with this event.